Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus and basal delivery. It was unable to confirmed motor position encoder error alarm due to over written history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with stripped battery cap coin slot. The insulin pump was received with cracked case at display window corners, display window, reservoir tube and battery tube threads. The insulin pump was received with broken belt clip slot. The insulin pump was received with minor scratched lcd window. The insulin pump was received with stained end cap sticker. The drive support disk was found slightly loose. (B)(4) .

Event description:
The customer's mother reported via phone call that they received a motor error alarm during priming. The customer's blood glucose was unknown at the time of incident. The customer's stated that they were able to complete rewind. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer's mother agreed to return the insulin pump for analysis.